Event description:
It was reported that at the end of an afib ablation procedure as the physician was pulling the lasso catheter and the sheath out from the left atrium, he felt something was scratching. It was discovered that the tip of the lasso catheter was projecting from the sheath. After a while, the patient blood pressure drop was observed. Pericardial effusion was confirmed using ultrasound. Drainage was immediately performed. Then the blood pressure recovered. The normal movements of atriums were confirmed by the ultrasound findings. Following the procedure, the patient condition was stable. No other particular information was reported after that. A long sheath was used with the ablation catheter in the procedure, however the detail of the sheath was not provided.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. (B)(4).